Event description:
Additional information received noting that the patient underwent a full revision surgery. The suspect device was most likely discarded.

Event description:
It was reported that the patient has low lead impedance of & ohms observed upon system diagnostics. They repeated several times, but still got low lead impedance. He said the patient was not experiencing any pain or anything. No known surgical intervention has occurred to date. No additional relevant information has been received to date.